Event description:
It was reported that the patient was experiencing a loss of stimulation due to high impedances on the lead. Reprogramming was attempted multiple times, but was unsuccessful. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
The returned lead was analyzed and revealed that one of the cables at the distal end was pulled out and the lead body was sharply lacerated by a tool about 16 centimeters from the proximal end. The continuity test revealed that 6 electrodes were open. The damage to the lead is a result of a typical explant procedure and is not considered the source of the complaint. No other anomalies were identified.

Event description:
It was reported that the patient was experiencing a loss of stimulation due to high impedances on the lead. Reprogramming was attempted multiple times, but was unsuccessful. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. Additional information was received providing the serial number of the explanted lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7073439. An additional lead was received and physical analysis of this returned lead sc-2317-70 serial number: (B)(6) revealed the lead was cleanly cut with 5 electrodes missing from the distal end; damage that results from a typical explant procedure and is not considered a device failure. However, analysis also revealed several fractured cables at the clik anchor site, near the proximal end. This finding is the likely cause of the event.

Event description:
It was reported that the patient was experiencing a loss of stimulation due to high impedances on the lead. Reprogramming was attempted multiple times, but was unsuccessful. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively.